Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
A company representative reported that a physician emailed him stating that a twist drill broke during surgery. The representative believes the physician uses the 1.2 system but is unaware of the specific part number, unknown if product is available for return, and unknown if replacements are needed at this time. There was not a surgical delay.

Manufacturer narrative:
The reported event that ¿the twist drill broke¿ could be confirmed. The visual investigation revealed that the drill helix of the returned drill has been broken off near the shaft and shows typical secondary cracks due to too high torsional and/or bending forces. The broken off fragment was not returned. The fracture surface shows the appearance of a ductile forced rupture caused by too high torsional and/or bending forces. Additionally, the cutting edge shows plastic deformations due to contact and collision with a hard material (no bone). In order to check the hardness of the drill a hardness measurement was performed. The measured hardness values of the returned drill (591 / 591 / 597 hv) meet the specification of 545 - 634 hv. Based on the investigation the root cause of the drill breakage was attributed to a user related issue due to applying too high forces during application. Indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore no corrective and/or preventive actions are deemed to be necessary at this time.

Event description:
A company representative reported that a physician emailed him stating that a twist drill broke during surgery. The representative believes the physician uses the 1.2 system but is unaware of the specific part number, unknown if product is available for return, and unknown if replacements are needed at this time. There was not a surgical delay.